Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital with a seroma on the device incision. The wound, was tested and laboratory analysis determined there was no infection present, so the wound was cleaned and the device was returned to the pocket. A surgeon closed the incision and a drain was maintained for the time being. During x-ray review of the device placement after this intervention, it was discovered that the electrode had dislodged. Device sensing was evaluated, automatic setup was performed, and a new defibrillation threshold (dft) test was done to ensure effectiveness of therapy. A 65 joule shock converted the rhythm with a normal shock impedance measurement of 72 ohms. Nothing further was planned for the device or pocket incision; the electrode position will be monitored and the physician may add a third incision to better secure the electrode tip. No additional adverse patient effects were reported. It was later reported that no intervention was performed to fixate the electrode tip. The pediatric patient was later admitted to the hospital with an infection at the device pocket, so the s-ICD system was explanted. The patient will continue their antibiotic treatment, then a new, transvenous ICD system will be implanted. No additional adverse patient effects were reported. The explanted products were not expected to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.